Manufacturer narrative:
The report is filed (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(6) 2015.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalised (date and duration not reported) due to meningitis and was treated with IV antibiotics (duration not reported). Prior to the reported case of meningitis, the patient experienced chronic otitis media. There was no other significant medical history reported. During initial surgery on (B)(6) 2015, the patient experienced a csf gusher. No other surgical complications were reported. The patient's csf cultures revealed haemophilus influenza. Pre implantation immunization (prevnar) was administrated.